Event description:
A literature article described a retrospective cohort study to evaluate the safety and effectiveness of the use of the da vinci synchroseal instrument compared with the da vinci vessel sealer extend instrument for robotic parenchymal transection of the liver. The study included a total of 155 robotic liver resection (rlr) patients using the synchroseal from june 2021 to march 2023, and 161 rlr patients using the vessel sealer from february 2020 to march 2023 performed at two institutions. During the study, one patient in the vessel sealer cohort died as a result of a complicated postoperative course with a lung embolus and bleeding from the inferior epigastric artery that required a reoperation during which iatrogenic damage of the bladder occurred. Later, the patient died of hemorrhagic shock stemming from bleeding at the site of the nephrostomy catheter. There were no device issues mentioned in either of the two groups in the article. The article conclusion stated that the synchroseal is a safe and effective device for robotic liver parenchymal transection.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers or instrument lot numbers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported patient complications. This article represents the patient death report. See section h10, related report number 1 for additional events from this article. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that this report is from a literature article in which one patient died after a series of post-operative complications including a pulmonary embolism, bleeding from the inferior epigastric artery, and an iatrogenic bladder injury on a re-exploration. No allegation has been made against any intuitive surgical products or instruments. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event. Citation: pilz da cunha g, de meyere c, d¿hondt m, et al. Robotic liver parenchymal. Transection using the synchroseal. Surg endosc 38, 4947¿4955 (2024). Https://doi.org/10.1007/s00464-024-11005-4. B2: patient date of death - the date of death is unknown; the study was conducted between february 2020 to march 2023. Section b3: due to the lack of specific information regarding the event date associated with the adverse event, an alternate date, published date has been used. Section d: suspect medical device: due to the lack of specific information regarding the da vinci system associated with the adverse event, a generic system material number was used. Section e: the procedures were performed at two institutions: (B)(6) hospital.